Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2018, the patient's controller was displaying warning screen that there was a recharger problem and to contact the manufacturer. The controller was not working; it was not charging the ins. It was noted the they thought the warning screen had started with a "m" but the caller could not recall exactly what the message was. It was also noted the patient was last able to feel stimulation on (B)(6) 2018. The patient had tried moving the controller all around the ins and also tried removing the lithium battery pack but was still unable to recharge the ins. They tried disconnecting and reconnecting the antenna as well as trying a different antenna but that too did not resolve the issue. Since technical services was unable to determine which message screen was being displayed, they redirected the caller to the doctor to check the device. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.